Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) of 373 mg/dl after running out of insulin an hour following a meal announcement. The user had not received any delivery alerts. The agent advised against making another meal announcement and instructed the user to allow the ilet corrective algorithm to bring bg back into range. After recalibration, the ilet displayed a steady reading of 373 mg/dl. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through the ilet corrective algorithm. No symptoms were reported during the event, and no medical intervention was required at the time of call.